Event description:
It was further reported that one day post procedure, the patient's course was complicated with hematuria. This was noted after a urinary catheterization. The patient was treated with bladder irrigation. Four days later, gusto bleeding classification was severe. The patient was treated with intravenous inotropic agents for hypotension. An emergency left thoracotomy was performed. The patient remained hemodynamically stable. The next day he became hypotensive requiring dopamine. A transthoracic echo revealed a contained free rupture of his inferior lateral free wall. The patient was transferred to an outside facility. After arrival, he developed ventricular fibrillation and cardiac arrest. He underwent cardiac defibrillation with return of perfusing rhythm. He then became bradycardic and entered pea arrest. Resuscitative measures were initiated and the patient once again had restoration of perfusing rhythm. He was intubated. An emergent transthoracic echo and transesophageal echo revealed posterolateral free wall rupture with hemopericardium and surrounding thrombus compressing the left ventricle. A cardiac surgery consultation was requested for evaluation of operative intervention. The patient's critical prognosis was discussed with the family. The family elected to proceed with operative intervention to repair the left ventricular rupture. The patient was brought to the operating room and became progressively hypotensive requiring intermittent boluses of epinephrine. At the time of opening his chest, the patient had minimal cardiac activity. An emergency thoracotomy was performed. The area of rupture was seen and open cardiac massage was performed. Intracardiac epinephrine was given and massage continued. No progress was made in reinitiating cardiac activity and the patient expired. The cause of death was ventricular rupture. No autopsy was performed and no death certificate was obtained.

Event description:
A nurse reported the patient's posterior capsular bag tore during implantation of the intraocular lens(iol). A vitrectomy was performed and an alternate iol successfully implanted.

Manufacturer narrative:
The intraocular lens (iol) has not yet been received for analysis. The causal relationship between the device and this adverse event is not known at this time. The lens met all manufacturing specifidatiions prior to release. An update will be sent following receipt and analysis of the lens. Iol not received.

Manufacturer narrative:
The device was received and inspected under illuminated 10x magnification. The returned lens displays one distorted haptic. Lens met all manufacturing specifications prior to release. The causal relationship of the device to this event was not determined. The results of our inspection suggest this event is not manufacturing related. We will continue to monitor and trend all reports.